Manufacturer narrative:
This event was determined to be supplemental information and will now be covered under MFR #: 2916596-2024-00065.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine head computed tomography (CT) scan. An embolic stroke was noted. The stroke was treated with routine anticoagulation. The patient passed away due to the embolic stroke. The death was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.